Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll sp125 barrel /flange was damaged. The following information was provided by the initial reporter: material: 309646, batch#: 4137131. Rcc received a complaint via email. Good afternoon. I wanted to connect you with my clinic. Our staff has reported defects and broken syringes when being used for patient care. Both the 3ml (#309657) and 5ml (#309646) have displayed defects that caused medication to leak out onto a patient. In one case there was a crack in the syringe and the other there were 2 holes in the syringe. Can you please file a product incident report and guide on next steps? Thank you.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr 12173119 - supplemental MDR - barrel / flange damaged. Correction: following submission of initial MDR, date of event was not correctly reported. Section b updated to reflect correct date. Three photos of a 5ml syringe, part number 309646 and batch 4137131, were reviewed. One photo shows the package with all relevant product information, and the other two photos from different angles show a loose syringe with a crack extending from the 1 ml to the 4 ml graduation line. The condition is non-conforming per product specifications. The potential root cause of the cracked barrel is linked to the assembly process. Furthermore, a device history record review was completed for provided lot number 4137131. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.